Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump sustained a cracked screen that prevented unlocking and routine operation, and a replacement was arranged with instructions for shutdown, data sync to the mobile app, return of the original device, shipping label use, backup therapy, and full startup on the replacement device. Symptoms included no reported changes in blood glucose and no alerts or alarms were reported. Outcomes included continued cgm monitoring with the dexcom app or receiver and planned replacement of the affected pump. Investigation included remote troubleshooting and user education regarding device shutdown, data handling, and return logistics. Investigation of this case revealed physical damage to the display assembly consistent with a broken or cracked screen that impaired usability, with no indication of device-generated alarms or internal malfunction. It was concluded, based on previously established findings for similar reports, that user-related accidental damage led to the display failure.